Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿325 mg/dl¿ with the subject meter and ¿260 mg/dl¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. This complaint is being ruled out as a reportable event due to the following conclusion(s): there was no indication that the product caused or contributed to an adverse event. In addition, there was no evidence that the product malfunctioned.